Event description:
A report was received that the patient¿s device was causing pain and the patient¿s battery was not holding charge. The patient will undergo battery replacement.

Event description:
A report was received that the patient¿s device was causing pain and the patient¿s battery was not holding charge. The patient will undergo battery replacement.

Manufacturer narrative:
Additional information was received that the patient will no longer get a revision. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
.